Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Prior interrogation of the right ventricular (rv) lead revealed low defibrillation impedance on the rv lead. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.